Event description:
Medtronic received information that this aortic root bioprosthesis was explanted 56 months post implant due to a pseudoaneurysm and endocarditis. It was reported that the patient had been taking steroids for a long period of time. At explant, a thick unknown substance was attached over all the bioprosthesis.

Manufacturer narrative:
Evaluation: other = device history reviewed. Results: other = device history review found the product met specifications when released for distribution. Conclusion: other = cause of event cannot be determined. Analysis: on leaflet and a large section of the aortic wall were received at medtronic's quality laboratory. The edge was smooth and rolled with stress marks on the surface of the inner wall, suggesting a possible area of a pseudoaneurysm. The leaflet was excised along the margin of attachment. The one leaflet was slightly stiff but flexible except along the margin of attachment into the belly of the cusp, where host tissue lined the outflow. Tan to brown thrombotic appearing host tissue lined and stiffened the leaflet on the outflow. Remnants of tan to brown thrombotic appearing host tissue remained attached tot he adventitia. Radiography revealed no evidence of mineralization in the leaflet or wall pieces. Conclusion: gross analysis of the prosthesis was limited as only a portion of the valve was received for analysis. The thrombotic host tissue is consistent with infection, which is generally considered a patient related condition. The smooth appearance of the aortic wall and the rolled edges are suggestive of a pseudoaneurysm.